Manufacturer narrative:
Testing on (B)(4) 2011 revealed that the limelight handpiece is out of spec in one of the programs and requires add'l testing to try and determine the root cause. The lamp was sent back to the vendor for analysis. Cutera is waiting on data from the vendor. It was discovered by cutera on (B)(4) 2011 that the limelight handpiece is operating out of spec. (B)(4). Cutera has not completed the investigation, info about the lamp is pending from the lamp vendor.

Event description:
"Rectangular bar marks" that developed approximately "10 minutes" of treating "angiomas on abdomen with program a - 12" x "6 pulses."